Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 the patient, who was in the terminal stage of a malignant tumor and requires long term catheterization, had their bard triple lumen foley catheter replaced before discharge. During the process of inflating the balloon, leakage was noticed from the catheter, so the catheter was immediately removed and replaced with a domestically made double lumen catheter. The cost of the catheter materials was refunded, and an explanation was given to the patient to obtain forgiveness.